Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient developed bleeding through a tracheostomy tube. The mother suctioned the patient at "9.5cm down a 4.5mm pediatric bivona flextend". When the patient was scoped down the tracheostomy, a granuloma was found. The granuloma was bleeding and appeared to have been caused by the suctioning beyond the end of the tracheostomy tube. No other adverse events were reported.